Event description:
It was reported that the patient's right hip was revised due to disassociation of the mdm liner out of the acetabular shell. Additionally, the poly insert dislocated out of the metal liner. The surgeon revised the shell and two screws in order to re-position it (there is no allegation of malposition against the shell). The shell, two screws, the mdm/adm liner construct, and 28mm metal head were revised to a shell, two screws, mdm/ adm liner construct, and a 28mm metal head. Rep provided a usage sheet from the latest revision, webops reports for the latest and previous revsions, a pre- revision x-ray and explant pictures and reported that no further information will be released by the hospital or surgeon. Update (B)(6) 2019 med review indicates: the fact of an overload condition is further supported by the presence of severe osteolysis around the screw section of the cup in the superior acetabular bone. It proves that major overload forces are acting on the cup shell trying to loosen it with increased micromotion between the cup shell and the screws that (still) remain securely fixed to the bone at this time.

Manufacturer narrative:
Reported event an event regarding recurring disassociation involving an mdm liner and unknown trident shell was reported. Upon review of medical records provided for this patient, shell malposition was confirmed by consulting clinician. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted shell, mdm metal liner, adm poly liner and metal head. The devices are still covered in blood, the mdm liner is no longer locked into the shell and poly liner is separated from the mdm metal liner and the metal head is still locked into the poly liner. There is nothing remarkable to report. Clinician review: cup malposition in absent anteversion and superficial position, not addressed during previous revision procedures 3-weeks, 6-months and 2-years earlier, has contributed to impingement with a repetitive overload condition on the liner locking mechanism causing ultimately a double intraprosthetic dislocation in the mdm liner requiring a fourth revision surgery. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant concluded: cup malposition in absent anteversion and superficial position, not addressed during previous revision procedures 3-weeks, 6-months and 2-years earlier, has contributed to impingement with a repetitive overload condition on the liner locking mechanism causing ultimately a double intraprosthetic dislocation in the mdm liner requiring a fourth revision surgery. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the mdm liner out of the acetabular shell. Additionally, the poly insert dislocated out of the metal liner. The surgeon revised the shell and two screws in order to re-position it (there is no allegation of malposition against the shell). The shell, two screws, the mdm/adm liner construct, and 28mm metal head were revised to a shell, two screws, mdm/ adm liner construct, and a 28mm metal head. Rep provided a usage sheet from the latest revision, (B)(4) reports for the latest and previous revisions, a pre-revision x-ray and explant pictures and reported that no further information will be released by the hospital or surgeon.